Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso nav variable eco catheter and suffered a medical device entrapment (requiring manipulation) and mitral valve incompetence. During the procedure, the lasso catheter wrapped around the mitral valve and became entangled in the chordae tendinae. The lasso catheter was freed via maneuvering/manipulation, exchanged for another catheter, and the case continued. Post-procedure echocardiography revealed mild mitral regurgitation. There is no information regarding interventions, extended hospitalization, or patient outcome. It was noted that the physician believed that the mitral regurgitation developed prior to the procedure. It was also noted that there were no product defects. Per the instructions for use: ¿to prevent entanglement of the catheter with the valves and to prevent slippage of the catheter into the ventricles, care should be taken when using the catheter in or around the atrio-ventricular valve region.¿